Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation. The sjm rep met with the pt and could n ot get a replacement programmer to communicate with the ipg. A replacement charger was sent to the pt, which did not resolve the issue. F/u determined surgical intervention was planned at a future date.